Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced blurry vision at all distances. The iol was exchanged for another lens model 7 months and 10 days after the initial implant procedure. Additional information has been received and stated that the patient experienced hyperopic miss. No patient harm was reported.

Manufacturer narrative:
The lens was returned adhered to a piece of white medical sponge material in a plastic bag. Viscoelastic was observed on the lens. The optic was cut into pieces, typical of an insertions and removal. The optic posterior and anterior surfaces have parallel lines of cracked optic damage similar in appearance to damage from an instrument used to grasp the lens. Product history records were reviewed, and documentation indicated the product met release criteria. Information was provided that indicated the use of a qualified cartridge and handpiece with a non qualified viscoelastic. The root cause cannot be determined for the reported complaint. The lens was returned cut into pieces, typical of an insertion and removal. Each lens was subjected to a 100 percentage assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The power and resolution of the returned lens could not be re evaluated due to the optic damage. Information was provided that the company model 20.0 diopter (add power plus2 point 2 or plus 3 point 2 diopter) was removed and replaced with a non company monofocal 20.0 diopter lens. Due to the exchange of a multifocal for a monofocal, this suggests that a monofocal lens may have been an improved choice for the patients vision needs. The manufacturer internal reference number is: (B)(4).